Event description:
One clearlink y-tube blood sets that would not infuse the blood to a pt. The infusion was attempted on three different unspecified pumps. None were successful. Blood set changed and the treatment was completed successfully. Customer indicated no injury was reported.

Manufacturer narrative:
Three unused samples were received for evaluation. Functional testing and clear-pass testing was performed on the samples. The samples met all specifications for the testing performed. The reported issue of occlusion was not confirmed. Similar issues have been reported for this product family. The number of incidents reported are above the expected level of occurrence for this product. This issue is being investigated. Corrective action has been taken in the manufacturing process of this product.